Event description:
It was reported that the patient had an increase in threshold post implant. Patient had fallen off bike and lead dislodged. Attempts to reposition were unsuccessful and myocardium tissue was found in the helix mechanism. The lead was explanted and a new lead placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.